Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. An amber 3 way foley catheter was returned opened without original packaging. The balloon was inflated with 50 ccs of di water using a luer lock syringe. The balloon inflated concentrically without issue. No leaks were noted. Using a luer lock syringe the balloon was able to be fully deflated without issue. Product meets specification, as it would pass functional leak testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the water did not come out from the balloon of the foley catheter. Per follow up via ibc on 19jan2021, it was unknown how the water removed from the balloon of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water did not come out from the balloon of the foley catheter.